Event description:
During preparation for a pta treatment procedure of a superior femoral artery lesin, a packaging issue was noted. When the package of the ultra-thin diamond balloon dilatation catheter was opened, a small piece of cotton was located on the shaft of the balloon. This product was not used. The procedure was completed successfully with another device. The pt's status is reported to be "fine".